Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 24gx0.75in straight bc needle retraction failure it was reported by customer that the needle not retracting from hub. Verbatim: rcc received a complaint via email. Email(s) attached. Can you send me the pr for: awareness date: 6/11/2025. Needle not retracting from hub.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of needle retraction failure was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.